Event description:
Reference (B)(4) for the same case. During bariatric surgery, the device did not show the readiness to use. Moreover, four sulus were improperly fired (not all of the staples have been fired. No patient injury.